Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Revision of abgii stem due to fracture of ceramic head and subsequent damage to trunnion.